Event description:
The customer reported that an 840 ventilator had an erratic screen. No pt involvement. Covidien was not authorized to repair the unit. The customer inspected the device and could not duplicate the reported failure.